Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the sample and ancillary assembly for excessive residue at the port. The cse also replaced the wash block separator, water and bleach valves, and printer, and calibrated the sample ancillary probe positions. The cse ran quality controls, calibrated total hcg assay and ran patient samples with and without dilution to verify the instrument was operational. The cause of the discordant, falsely elevated total hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting lower and matching the clinical picture of the patient. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated total hcg result.